Event description:
It was reported that a patient experienced a system failure on the homechoice device. It was unknown which specific failure occurred. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. A visual inspection, full functional testing, electrical safety testing, calibration, and a simulated therapy were performed. The reported problem was identified as a reload the set 201 alarm and the cause was determined to the manifold o-rings. The manifold o-rings were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.